Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, a ventilator failed to activate the flow sensor alarm when it was not hooked up to the exhalation valve. There was no patient involvement.